Event description:
Separation difficulties with sensor were reported during implant procedure which led to additional access site and medication during procedure. Readings were observed under the manufacturer's patient care network database.